Manufacturer narrative:
(B)(4). The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to occlusion of device and/or native vessel. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2017, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The patient tolerated the procedure and there was successful aneurysm exclusion. It was reported several hours post procedure the patient had a cold right leg with no pulses on the ipsilateral side ((B)(4)/15721144). The physician reintervened on (B)(6) 2017, and performed an embolectomy using a fogarty arterial embolectomy catheter to restore blood flow and clean out any possible thrombosis. Reportedly during the reintervention the physician diagnosed a dissection that extended down through the external iliac artery past the hypogastric artery, it is unknown if the dissection was there prior to the initial procedure. Three bare metal stents were implanted extending down to the common femoral artery. The dissection and cold limb was resolved. The patient tolerated the procedure.